Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in (B)(4), vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 24 fr sheath is 8mm. In this case, the access vessel¿s minimum luminal diameter was reported to be 8.0mm and the vessels were noted to be mildly and non-tortuous. Although it cannot be confirmed, it is possible that the borderline size of the vessel in combination with a vasospasm of the artery which made sheath withdraw difficult may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, following successful implantation of a 26mm sapien valve via a transfemoral approach, the physician encountered resistance when trying to withdraw the edwards 24fr sheath. Upon withdrawing the sheath, the left common iliac artery ruptured. A reliant occlusion balloon was inflated in the infrarenal abdominal aorta and three covered stents were deployed in the left common/external iliac arteries. The stents were overlapped onto each other to provide good closure of artery. The artery was successfully repaired and no extravasation of contrast was noted. The patient left the operating room in stable condition and with minimal blood loss due to a successful crossover technique. The access vessel¿s minimum luminal diameter was reported to be 8mm and the vessels were noted to be mildly calcified and non- tortuous. During serial dilation and sheath advancement, the physician did not feel any resistance and all of the devices advanced smoothly. Per the medical team, it is suspected that a vasospasm of the artery led to the difficulty removing the sheath.